Manufacturer narrative:
On 31-dec-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention. It was reported that the physician believes they perforated the cardiac anatomy. The patient was stable other than a drop in blood pressure. The physician confirmed the perforation in the right atrium near the superior vena cava using a soundstar catheter. The physician believes that they perforated the right atrium with the ablation catheter. There was an effusion in the right ventricle. They removed 1 l of fluid but it accumulated again. The patient was then taken to cardiothoracic surgery. Patient improved however required extended hospitalization to recover from CT (computed tomography) surgery. The perforation was located at the right atrium / superior vena cava junction. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and a magnetic sensor error 105 was observed due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device number lot 31425424l and no internal action related to the complaint was found during the review. The magnetic error observed was not related to the adverse event reported by the customer. The potential cause of the open circuit could not be conclusively determined. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The physician's opinion on the cause of the adverse event is the procedure and patient anatomy. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The instruction for use (IFU) of the carto 3 system contain the following recommendations: the magnetic sensor of the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention. It was reported that the physician believes they perforated the cardiac anatomy. The patient was stable other than a drop in blood pressure. The physician confirmed the perforation in the right atrium near the superior vena cava using a soundstar catheter. The physician believes that they perforated the right atrium with the ablation catheter. There was an effusion in the right ventricle. They removed 1 l of fluid but it accumulated again. The patient was then taken to cardiothoracic surgery. Patient improved however required extended hospitalization to recover from CT (computed tomography) surgery. The perforation was located at the right atrium / superior vena cava junction. The physician's opinion on the cause of the adverse event is the procedure and patient anatomy. 2 transseptal punctures were performed. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).